Event description:
It was reported that the patient present elevated cobalt levels in his/her blood (above 7ppm). The event is not currently being treated and it is ongoing.

Manufacturer narrative:
H3, h6: it was reported that a patient has elevated cobalt levels. The event is not currently being treated and is ongoing. All of the implanted devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / instructions for use review and risk management review could not be performed. If more information is received, this investigation will be reopened. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.